Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture during implanting procedure. It is unknown whether the device was in contact with the patient or not. It is unknown whether surgery was completed with a backup device or not. Status of the device is unknown.